Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used to implant a stent in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was tight. During insertion, the inner black guide catheter broke into two pieces. The broken pieces of the guide catheter were removed using rat-tooth forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "pull back on the pull wire cap to adjust the length of the guide catheter in front of the stent, and engage the naviflex rx delivery system locking mechanism. Slide the stent barb cover so it is on the distal end of the blue push catheter near the stent." The physician did not follow the steps cited in the IFU.